Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the co2 canister was damaged. The canister was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit had a large leak and was not passing the preuse leak test. There was no report of patient involvement.